Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high capture threshold measurements, although the high threshold was seen on a non-boston scientific (non-bsc) brady lead that was being used as pace/sense lead. This rv lead was explanted and the non-bsc lead was surgically abandoned. This issue was discovered as upon normal patient monitoring, capture thresholds kept increasing. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The product was returned and analyzed. This lead was returned to boston scientific post market quality severed in two segments, approximately 190 millimeters from the terminal end. Partial lead cap returned sutured on the terminal pin, the top of the lead cap was cut off and was not returned, other cuts were noted on the cap as well. Melted metal was noted on the is-1 ring (possible arcing damage). Residual calcification is noted on the proximal and distal spring electrodes. Laboratory analysis was unable to confirm the reported allegation of high capture threshold, based on normal lead resistance measurements and inspection that showed no conductor issues. Although residual calcification was noted on the shocking coils of the returned right ventricular lead which could cause rising thresholds if there was enough calcification. This leads pace/sense portion was not in service, it cannot be confirmed that the competitors replacement lead had calcification as well which could have led to increasing thresholds.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high capture threshold measurements, although the high threshold was seen on a non-boston scientific (non-bsc) brady lead that was being used as pace/sense lead. This rv lead was explanted and the non-bsc lead was surgically abandoned. This issue was discovered as upon normal patient monitoring, capture thresholds kept increasing. This lead was returned. No additional adverse patient effects were reported.